Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis:revision spine surgery levels implanted: l3-s1 was being revised to l2-s2 it was reported that intra-op, the tip of the screwdriver broke off within a screw. The tip could not be removed from the screw and hence fragment remained in the patient. The product came in contact with the patient. No patient complications were reported as a result of the event.